Event description:
It was reported that during transport, the transporting vehicle was involved in a collision accident and that, as a result of not being properly restrained due to customer modification of the cot, the patient was seriously injured. It is reported that the patient died later the same day as a result of the accident. The patient was allegedly being transported on an unspecified stryker cot. It was reported that the transporting company did not utilize the original equipment cot restraints and that the restraints that were being used during this incident had been modified, and effectively were straps taken from a car. The stryker product did not cause or contribute to the accident or the death of the patient.

Event description:
It was reported that during transport, the transporting vehicle was involved in a collision accident and that, as a result of not being properly restrained due to customer modification of the cot, the patient was seriously injured. It is reported that the patient died later the same day as a result of the accident. The patient was allegedly being transported on an unspecified stryker cot. It was reported that the transporting company did not utilize the original equipment cot restraints and that the restraints that were being used during this incident had been modified, and effectively were straps taken from a car. The stryker product did not cause or contribute to the accident or the death of the patient.

Manufacturer narrative:
The device is not available for evaluation.

Manufacturer narrative:
The device catalog number and serial number have been provided by the customer.